Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that hospitalized due to high blood glucose level of 850 mg/dl. Customer was admitted into hospital as a result of high blood glucose. Nature of treatment was emergency room until admitted. Customer reports the following symptoms related to their high blood glucose chest pain. Advised the symptoms they have expressed may be indicative of the possible onset of diabetes ketoacidosis. Document the outcome of the hospitalization was insulin drip, heart monitor. Infusion was last changed at friday night. Customer wearing the pump at time of hospitalization. The insulin pump will be returned for analysis and the pump will be replaced. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify under delivery due to prime anomaly. Unit received with corroded battery tube. Unit received with cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and minor scratches on lcd window.